Manufacturer narrative:
Follow-up # 1 - 9/18/2014, device evaluation: the lay user/patients meter has been returned on 9/8/2014 and evaluated by lifescan product analysis on 9/10/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch ultra meter had reverted to the settings mode. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient. The patient reported that the meter issue began in (B)(6) 2014. During the initial call to lfs, the patient mentioned that he believed the issue was due to needing a new battery. The patient did not make an attempt to contact lfs prior to (B)(6) 2014. The patient confirmed that he did not test blood glucose for approximately 2 months due to the meter issue. The patient informed the csr that he takes 2 pills of metformin daily to manage his diabetes and confirmed he continued to take his oral medication despite not being able to test. The patient reported that on the evening of (B)(6) 2014 he developed symptoms of loss of appetite, dizzy, weak and vomiting. The patient reported going to the ER due to not feeling well. At time of arrival to ER, the patient claimed his blood glucose measured ¿2.2 mmol/l¿ when tested with an ER/hospital meter. The patient reported he was treated with an IV glucose drip and admitted for two days. The patient was unable to confirm diagnosis for hospital admission. During the follow-up call, the patient informed the csr that he attributed the low blood glucose excursion due to him not eating as much due to loss of appetite and feeling nauseous. The patient mentioned that he was told by a specialist that his appetite loss and other symptoms were caused by a virus he had. During the follow-up call the patient also mentioned that would not have been able to avoid the low blood glucose excursion because it was due to a ¿virus or something unexplained¿, but he would have been alerted if the meter was able to provide him a result. At the time of troubleshooting, the csr assisted the patient with confirming the meter settings and the patient was able to test successfully. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after he was unable to test with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.